Event description:
Additional information received reported ancillary devices used rist radial access 079; other: rist radial access sim2. Primary intracranial support catheter: navien 058. The patient was being treated for a saccular aneurysm in the left internal carotid artery (ica) c6 terminus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was adjudicated that the event was causal to device and possibly related to antiplatelet treatment and procedure.

Event description:
Additional information received reported that the patient was recovered/resolved on (B)(6) 2024. The patient received a CT scan due to dizziness.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2: date of birth is year valid. The exact date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information corrected that there was no device flattening during the procedure. The cause of the visual field defect was not determined.

Event description:
Additional information received reported patient completed a visit on (B)(6) 2025; patient reports improvement though still see gray line.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped2-375-25 (b383177); product type: date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced a left shadow covering the left inferior temporal field in the left eye. The patient experienced a prolongation of their hospitalization. The patient received a bolus of 15mcg/kg cangrelor followed by 2mcg/kg for maintenance. The patient recovered/resolved on 2024-08-14. It was noted that the adverse event (ae) was not related to the disease under study. The reason for multiple devices implanted was reported as "aneurysm morphology." The ae was not treated with an additional surgical procedure. Aneurysm dimensions: maximum diameter 5 mm, dome height 3 mm, dome width 5 mm, neck size: 3 mm, parent artery diameter distal to aneurysm 3mm and parent artery diameter proximal to aneurysm 4 mm. Post implant no stasis was identified. Complete neck coverage was noted at the end of the procedure. The access vessel was the radial right. Rist was not used. The pipeline was successfully implanted in the subject. Wall apposition was achieved. The side branches were not covered by the pipeline (lot b598667). It was noted that device flattening had occurred with pipeline lot b598667. No device twisting was identified. Side branches were covered by the pipeline with lot b383177 with no device flattening.